Event description:
It was reported, the patient experienced a shocking or jolting sensation. It was stated the patient "bumped" the device site in (B)(6) 2010. It was stated, the stimulation was intermittent and movement caused changes in stimulation. The patient was referred to their health care provider. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.